Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and partial display anomaly. The customer¿s blood glucose was 185 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Customer also reported that the insulin pump screen was blank and it was just beeping. There were other safety alarms reported as well. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with cracked case at the display window corner. Device received with blank display due to problem isolated on the ib. Unable to verify keypad unresponsive or button error alarm, missing segments/partial display, unexpected restart flickering lights and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display.